Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the method code should have been b18 instead of b19. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during the implantation of the intraocular lens (iol), after implantation it was noticed that the posterior haptic was defective. The iol was explanted following the initial procedure. While implanting the 1st replacement lens the haptic torn and the lens was removed on same procedure and surgery completed with new lens. The patient experienced vision impairment and the patient's issues resolved to subjective blurred vision. There are two medical device reports associated with this file. This report is for the first replacement lens with event haptic torn.

Manufacturer narrative:
This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnw0t3-t9)( that is sold in the united states under (PMA/510(k) # (p190018). The product was not returned for analysis. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Provided photos show an implanted iol. On the second photo, one haptic appears to be broken and detached from the optic. The complainant states the use of company cartridge, company delivery system and non company as a viscoelastic; this is not a qualified combination for use with the associated product. The root cause for the reported complaint "vision impairment, blurry vision" could not be determined. The reported complaint "torn haptic" was observed on the returned photo. The product was not returned for analysis. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.